Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that customer called with questions or concerns with charging the transmitter. Confirmed no visible damage to charger battery spring or connector pins. Charger led light blinks red every 2 seconds after battery was replaced. Customer reported loss of communication between transmitter and pump. Charger led light may not be working properly. Customer reported a loss of communication between the transmitter and the pump. Cust fully charged the transmitter. Transmitters led light worked but would not blink when connected to sensor.